Event description:
A malfunction alarm was reported by the customer, who noted experiencing this issue multiple times with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the problem, the customer used an insulin pen as a backup, and technical support arranged for the replacement of the pump, which was still under warranty.